Event description:
It was reported that the artificial urinary sphincter was removed due to unspecified reason on unknown date . A new artificial urinary sphincter consisting of a 4 cm cuff, pump, and balloon were implanted.